Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis, foreign matter, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast implants and suffered bilateral ptosis postoperatively. As a result, the patient had the devices explanted without replacement on (B)(6) 2019. Upon explant, both devices were noted to have a piece of green synthetic-appearing matter on them. No foreign matter was reported preoperatively, and the physician specifically noted that it was not biological in nature. Also of note is the patient¿s history of depression and arthritis. Based on the information available, it is unclear if the patient is attributing these symptoms to her breast implants, but it will be conservatively coded as such. If additional information is received in the future, a supplemental report will be submitted. This medwatch is for the left breast implant.

Manufacturer narrative:
On 2/10/2020, during visual evaluation of the device, it was observed a rupture in posterior view measuring approximately 1 cm, additionally a foreign material inside of the implant measuring approximately 4 mm was noted. In addition, the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. It was also reviewed that no similar complaints are related with neither both lot numbers reported. Additional investigation was performed and it revealed that unknown blue fibers are primarily composed of cellulose based material, presumably a cotton fibers. However, the source of origin remains unknown. A manufacturing record evaluation was performed for the finished device 5671638 number, and no non-conformance related to the reported complaint condition were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).